Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial bearing catalog # unknown lot # unknown unknown vanguard femoral component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-08386, 0001825034-2018-08388. Product location unknown.

Event description:
It was reported that the patient underwent a right total knee arthroplasty. Subsequently, the patient underwent two stage revision procedure due to deep infection.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.